Manufacturer narrative:
Additional, changed, and/or corrected data: b6; d6a; h6.

Event description:
Healthcare professional reported left side rupture and exchange. Device was explanted.

Event description:
Healthcare professional reported "ruptures and exchange." This is for the left side device. This device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.